Event description:
It was reported that the patient with this defibrillator observed a red call doctor icon on their communicator. Upon investigation, previous alerts were observed for shock impedance measurements of zero ohms. The device remains in service. No adverse patient effects were reported. Additional information was received that this device exhibited shock impedance measurements of greater than 200 ohms. Technical services (ts) discussed possible reasons and options with the field representative. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the patient with this defibrillator observed a red call doctor icon on their communicator. Upon investigation, previous alerts were observed for shock impedance measurements of zero ohms. The device remains in service. No adverse patient effects were reported. Additional information was received that this device exhibited shock impedance measurements of greater than 200 ohms. Technical services (ts) discussed possible reasons and options with the field representative. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the patient with this defibrillator observed a red call doctor icon on their communicator. Upon investigation, previous alerts were observed for shock impedance measurements of zero ohms. The device remains in service. No adverse patient effects were reported. Additional information was received that this device exhibited shock impedance measurements of greater than 200 ohms. Technical services (ts) discussed possible reasons and options with the field representative. This device remains in service. Additional information was received that further testing of the right ventricular (rv) shock vector was performed including pocket manipulation and serial impedances all of which were within normal range. It was questioned if there was a possible connection issue with the device header which ts noted could not be ruled out. Ts noted that the shock channel on a previous presenting electrogram (egm) had a noisy appearance. Ts discussed with the field representative options for testing this device header and rv lead during an upcoming device change out procedure for this device as it had hit elective replacement indicator (eri). This device remains in service at this time.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the patient with this defibrillator observed a red call doctor icon on their communicator. Upon investigation, previous alerts were observed for shock impedance measurements of zero ohms. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the patient with this defibrillator observed a red call doctor icon on their communicator. Upon investigation, previous alerts were observed for shock impedance measurements of zero ohms. The device remains in service. No adverse patient effects were reported. Additional information was received that this device exhibited shock impedance measurements of greater than 200 ohms. Technical services (ts) discussed possible reasons and options with the field representative. This device remains in service. Additional information was received that further testing of the right ventricular (rv) shock vector was performed including pocket manipulation and serial impedances all of which were within normal range. It was questioned if there was a possible connection issue with the device header which ts noted could not be ruled out. Ts noted that the shock channel on a previous presenting electrogram (egm) had a noisy appearance. Ts discussed with the field representative options for testing this device header and rv lead during an upcoming device change out procedure for this device as it had hit elective replacement indicator (eri). This device remains in service at this time. Additional information was received that this device was explanted due to normal battery depletion. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that the patient with this defibrillator observed a red call doctor icon on their communicator. Upon investigation, previous alerts were observed for shock impedance measurements of zero ohms. The device remains in service. No adverse patient effects were reported.